Event description:
Lap band placed (B)(6) 2008. Chronic gerd. Food getting stock where band was placed. Vomiting daily. Severe esophagitis. Surgery was required on (B)(6) 2018 to remove band to allow esophagus and stomach to heal.